Event description:
An alarm 2 followed by alarm 26 was reported, indicating an occlusion issue during insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method insulin therapy.